Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of stripping difficulty for fusion omni-tome sphincterotomes. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook fusion omni-tome pre-loaded sphincterotomes. The catheter twisted on itself, the guide moved back up on the catheter, formed a loop, despite the wire lock and came out of the biliary tract [loss of wire guide access] (see related MDR 1037905-2018-00302). The devices were not broken, they were still used. There was no patient injury. There was a waste of time during the procedure. [The user also reported that] incidents happened every second time with these devices (subject of this report). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.